Event description:
Event description boston scientific received information from the field representative (fr) that this patient's chronic right ventricular (rv) lead was exhibiting >2500ohms impedance values for both polar configurations. The r-waves, threshold measurements, and capture were clear and are stable. The device was last checked four years ago. The fr reported inappropriately stored ventricular tachy episodes on the electrograms, but they were not reproducible with isometrics or pocket manipulation. No patient symptoms were reported. Two months later, the patient's underlying rhythm was uncertain. The device was vvir @ 30, but was getting pacing at 60. The lead remained unstable as previously reported.